Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient fell at home. Emergency room tried passing catheter at hospital. Cysto confirmed cuff erosion damage due to hospital catheter. Patient presented an infection in scrotum. Cuff and pump were explanted and balloon capped and left implanted.